Event description:
The stapler was being closed on a bronchus, when it fractured at the handle adjustment knob before the indicator was on range. The stapler had to be broken apart to remove it from the pt.